Event description:
It is reported that a periarticular plating system was implanted in 2000 as a result of severe right tibial, fibula, and femoral fractures. Following, on 5 months later, x-rays revealed two screws broken and the medial adn lateral plates backing out. As a result, on 24 days later, the screws and plates were removed.